Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath exhibited air ingress. It was reported that the membrane in the sheath was leaking air when the sheath was flushed. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath exhibited air ingress. It was reported that the membrane in the sheath was leaking air when the sheath was flushed. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for analysis.